Event description:
It was reported that there was "sensing and pacing issues" with the atrial lead. The lead was capped. No new lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.